Event description:
This spontaneous case through social media describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("haemorrhagic discharge"), lymphadenopathy ("lymph node in her groin") and lymphoma ("aggressive lymphoma") in a (B)(6) year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2008, the patient had essure inserted. In 2008 she experienced abdominal pain (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion hospitalization) and lymphadenopathy (seriousness criterion hospitalization) and was found to have lymphoma (seriousness criterion hospitalization). An unknown time later she experienced fatigue ("fatigue"), memory impairment ("impaired memory"), disturbance in attention ("attention disturbances") and arthralgia ("joint pain") and underwent hip arthroplasty ("placement of a hip prosthesis"). The patient was treated with antibiotics and other therapeutic products. At the time of the report, the abdominal pain, lymphadenopathy and lymphoma had not resolved. The outcomes for genital haemorrhage, fatigue, memory impairment, disturbance in attention, arthralgia and hip arthroplasty were unknown. The reporter considered abdominal pain, genital haemorrhage, lymphadenopathy and lymphoma to be related to essure administration but saw no causal relationship between fatigue and essure. No causality assessment was received for essure with regard to memory impairment, disturbance in attention, arthralgia or hip arthroplasty. The reporter commented: following the onset of symptoms, long-term hospitalisation. The adverse event fatigue was attributed to the chemotherapy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of abdominal pain ('abdominal pain'), genital haemorrhage ('haemorrhagic discharge'), lymphadenopathy ('lymph node in her groin') and lymphoma ('aggressive lymphoma') in a 54-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient experienced abdominal pain (seriousness criterion hospitalization prolonged), genital haemorrhage (seriousness criterion hospitalization prolonged) and lymphadenopathy (seriousness criterion hospitalization prolonged) and was found to have lymphoma (seriousness criterion hospitalization prolonged). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fatigue ("fatigue"), memory impairment ("impaired memory"), disturbance in attention ("attention disturbances") and arthralgia ("joint pain") and underwent hip arthroplasty ("placement of a hip prosthesis"). The patient was treated with antibiotics and antineoplastic agents. At the time of the report, the abdominal pain, lymphadenopathy and lymphoma had not resolved and the genital haemorrhage, fatigue, memory impairment, disturbance in attention, arthralgia and hip arthroplasty outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, lymphadenopathy and lymphoma to be related to essure. The reporter provided no causality assessment for arthralgia, disturbance in attention, hip arthroplasty and memory impairment with essure. The reporter considered fatigue to be unrelated to essure. The reporter commented: following the onset of symptoms, long-term hospitalisation. The adverse event fatigue was attributed to the chemotherapy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.